Event description:
It was reported via clinical study that approximately 53 months after a right total shoulder replacement, the patient underwent a revision procedure to address pain and dislocation. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
(D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.